Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. The product was visually inspected, noting the cannula appears to be angled within the stopper. Functional testing was performed and no leakage was observed. Product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd protector p14j had leakage between the protector and vial. The following information was provided by the initial reporter: it was reported that anticancer drug leaked through a gap in the protector during use.